Manufacturer narrative:
Inratio precision data provided by end-user: date (B)(6) 2013, 1st inr 1.0, 2nd inr 2.2, mean 1.6, sd 0.85, %cv 53.03. Inratio meter results failed the criteria for precision with %cv greater than (B)(4). Since a lot number was not provided, and the product associated with the complaint is not expected to return, ps was unable to perform further investigation. Further investigation was not possible. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Root cause could not be determined from the info provided by the customer. No strip lot info was available. This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant precision results. Results as follows: date (B)(6) 2013, inratio 1.0, repeat 2.2. Time between testing is unk. Pt's therapeutic range is unk. Alere attempted to gather further info. Caller was unwilling to provide any further info.